Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device jaw would not open when the handle was released. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The device was activated ten times on simulated tissue with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The jaws opened and closed smoothly and normally. No abnormalities were found. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.